Event description:
It was reported that during an unknown procedure, a small hemorrhage occurred as a result of the clip. Surgeon completed a manual suture. There was no pt. Consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.